Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, every time that the occlusion alarms occurred the customer noticed that the cartridge tubing was kinked. Supply changes were performed resolving the occlusions. Blood glucose level was 200 mg/dl.